Event description:
Information received from a consumer reported having a problem turning on his device for him to charge it. No symptoms were reported. There were no further complications reported and/or anticipated.